Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding an unknown patient who was implanted with a neurostimulator (ins). It was reported that the ins was explanted and the leads were left in because the healthcare professional felt they were too scarred to be removed. The caller did not have any more information. Follow-up was conducted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the ins was replaced some time ago because the therapy was not helping as much anymore.